Event description:
Per independent repair center: the unit is alarming and not shifting. Per independent repair center statement, unit alarming or red light. The key failure was that the pilot valve not shifting. Other issues were that the tie wraps and gear clamps were defective, heat exchanger was leaking, sieve bed was saturated and the muffler was dirty/clogged.